Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.

Event description:
It was reported the patient experienced irritation at the infusion site. The patient reported the site was itchy and developed a rash. The patient saw her doctor and told she was having an allergic reaction. She was prescribed a 2.5% corticosteroid ointment and told to continue taking her benadryl. The patient was instructed take 1-2 25 mg benadryl tablets orally 3-4 times a day (maximum 8 tablets in a 24 hour period) and apply the cream twice per day until the symptoms cleared up. The pod was worn for longer than 48 hours on the back.